Manufacturer narrative:
The reported device is unknown at this time additional information will be provided once the investigation has been completed. The device manufacture date and gtin is not available due to unknown device reported. However, should it become available it will be provided in future reports.

Event description:
It was reported that when the scope was inserted everything was opaque and has no definition. After removing the scope there was no replacement available. The account decided to go open surgery. The procedure was completed successfully. Patient outcome is positive and there was no injury reported.

Manufacturer narrative:
Alleged failure: blurry. Probable root cause: laser welding seal failure; distal/proximal window solder failure; use error; damage to optical train; damage to needle; damage to distal or proximal windows; contact with shaver or other instrument; moisture intrusion; improper/third party repair; incorrect sterilization method; end of life wear-out due to sterilization method. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that when the scope was inserted everything was opaque and has no definition. After removing the scope there was no replacement available. The account decided to go open surgery. The procedure was completed successfully. Patient outcome is positive and there was no injury reported.